Manufacturer narrative:
Visual analysis of the explanted lead, sc-2366-70 serial number (B)(6), revealed that the lead was cleanly cut in three pieces. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. No other anomalies were identified on the returned portion of the lead.

Event description:
It was reported that the patient received good pain relief despite a high impedance observed on the lead. The patient underwent a lead replacement procedure and the patient was doing well post-operatively.

Event description:
It was reported that the patient received good pain relief despite a high impedance observed on the lead. The patient underwent a lead replacement procedure and the patient was doing well post-operatively.